Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of below 40 mg/dl. The customer did not have any symptoms and treated with a glucagon shot. Customer indicated that the may have given themselves too much insulin. There was no indication that the insulin pump over delivered insulin. The product was not returned for analysis. Customer was advised to monitor the pump and blood glucose and call back if any further issues. Customer declined further troubleshooting.